Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an interventional procedure for dural arteriovenous fistulas using a 6f sheath. Reportedly, the foot of the proglide device broke during use and was taken out of the patient. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reported, a foot separation was found during evaluation of the returned device. The account confirmed that the foot of the proglide completely separated from the device after removal from the body and was discarded. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The foot separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1069 removed.